Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported implantation date is after the device expiration date. If additional information is received regarding the correct lot number or date of implantation, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation with mentor memorygel breast implants 275cc experienced the following: "I started to notice brain fog, chronic migraines, chronic shoulder and neck problems, insomnia, dry mouth and dry eyes, changes in my eye sight and visual disturbances, pain in my right arm /shoulder/ hand, fibromyalgia, weird shortness of breath when jogging (unusual at that time), weakness in my normally strong muscular body, hormone imbalances, adrenal stress, add symptoms and memory loss (felt like alzheimer's), learning challenges and personality changes (depression, lack of motivation, sleeplessness, tired but wired, exhaustion, unable to function as normal in my daily routine), had to quit exercising due to mystery pain and chronic injuries. Developed food sensitivities and digestive issues." The patient underwent explantation of the devices on (B)(6) 2016. No product issue, such as rupture, was reported. The root cause of the patient's symptoms are unclear. This report is for the second of two devices.